Manufacturer narrative:
Pending evaluation.

Event description:
Revision of an unknown product and an optetrak knee system size 4 and a 13mm logic psc insert was placed. For the past two years since the aforementioned implant and surgical procedure, the patient has continued to have daily pain, feels "popping and clunking" in the knee joint when he ambulates and believes the knee replacement has come loose from his bones.

Manufacturer narrative:
Evaluated by MFR: upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Hardware or fracture. The most likely cause of the reported event is the patient¿s underlying condition. Per IFU# 700-096-004 rev. N; implantation of a total joint could result pain, infection, loosening of total joint hardware or fracture. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces, metal sensitivity reactions or other allergic/histological reactions to implant materials, possible detachment of the coating(s) on the components, potentially leading to increased debris particles. The most likely cause of the reported event is the patient¿s underlying condition.

Event description:
As reported, the device was initially implanted on (B)(6) 2016 during a right knee revision of an unknown product. For the past two years, since implant surgical procedure, the patient has continued to have daily pain, feels "popping and clunking" in the knee joint when he ambulates and believes the knee replacement has come loose from his bones. No other information was made available at this time. Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Per IFU# 700-096-004 rev. N - implantation of a total joint could result pain, infection, loosening of total joint hardware. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces, metal sensitivity reactions or other allergic/histological reactions to implant materials, possible detachment of the coating(s) on the components, potentially leading to increased debris particles. However, this cannot be confirmed as the devices were not available for evaluation and no further information was provided.